Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results by the access 2 immunoassay system. A patient sample when tested for accutni gave a result of 2.78ng/ml and upon respun and repeat testing gave a result of 0.03ng/ml. Another patient sample when tested gave an accutni result of 0.85ng/ml and upon repeat after respun gave results of 3.44 and 0.32ng/ml. When a second sample was drawn from this patient, it gave an accutni result of 0.00ng/ml. The erroneous results were reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were collected in a plastic lihep plasma tube and centrifuged at 5100 rpm for 3 minutes in a fixed angle centrifuge . Customer technical service (cts) discussed sample handling with the customer. A field service engineer (fse) was on-site 05/05/2009. Fse replaced aspirate probes, cleaned valves, ran diagnostic testing and verified repair per established procedures and results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.